Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have one bent grip at the base of the grip. No broken components found.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the 8mm force bipolar instrument was working fine through case. Surgeon opened the jaws to grasp tissue, and it looked like the joint slipped out. It was not giving full movement. Cables looked to be intact. The procedure was completed with no reported injury.